Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/14/2019. Investigation summary: it was reported performance breakage suture. An empty opened foil of product code w9299, lot # lh7ccbm were returned. No suture or needle were returned for evaluation to determine the assignable cause of the performance breakage suture; therefore, the reported failure could not be evaluated. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident of: ¿during the surgery the suture broke apart¿.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2018 and a suture was used. During surgery, the suture broke apart. There were no adverse patient consequences reported. No additional information was provided.